Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to applying excessive mechanical forces upon insertion, improper bone prep and/or prying/leveraging the device during use.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-3740sp double loaded knotless fibertak inserter broke when implanting the anchor. An x-ray was taken to ensure the broken fragment was in the bone and not floating in the patient's soft tissue. The broken fragment was not removed. The case was completed successfully as the anchor was implanted. The case was delayed only a few minutes while taking the x-ray. This was discovered during an acl and let procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.